Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that the threads of an ar-2324pslc peek swivelock c anchor flattened and stopped advancing, and the eyelet was stuck in the hole. The eyelet was then pulled out before proceeding to the next step. The case was completed using an additional ar-2323pslc suture anchor with a three-minute delay in the case to get a new implant. This was discovered during an acl reconstruction hamstring auto procedure on (B)(6) 2025, with no report of patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.